Event description:
Information was received indicating that the cadd legacy plus pump was not running. The patient had 20ml of blinatumomab left but dropped the pump. It's unclear if the pump not running was due to the patient dropping or due to a device malfunction. There were no adverse events reported.